Event description:
It was reported that a critical alarm was heard due to motor stall with no recovery. It was added that a motor stall recovery was not possible by reprogramming as well. Pump was programmed on minimum flow rate and a replacement was indicated. Patient had experienced pain and was receiving IV medication for substitution. Drug delivered via the device was dilaudid. It was later reported that pump was replaced and patient was doing well.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomaly and corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.